Event description:
A caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm 30 and instructed the caller to remove the cartridge and deliver a bolus. Although initially limited by the bolus settings, the caller was assisted in properly loading a new cartridge and successfully resumed insulin therapy. The issue was resolved.